Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify button keypad anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was not turning on. The customer's blood glucose level was unknown at the time of the incident. The customer reported that there was moisture exposure in the liquid crystal display and battery compartment. The customer was assisted in troubleshooting and he reported that the insulin pump was not turning on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.